Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Always keep a spare controller and fully charged batteries available at all times in case of an emergency. The system has multiple power sources available (ac adapter, dc adapter, and batteries). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.

Event description:
It was reported from (B)(6) by the medical staff, during the patient's routine follow up, that the patient had a loose connection between the controller and one of the controller's power sources. The medical staff was able to replace and exchange the patient's controller without any reported consequences or impact to patient. No further information available. Investigation is ongoing.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Visual analysis of the controller confirmed that power port connector #1 was loose due to a loose nut on the interior of the controller. Functional diagnosis was completed and showed that the controller was fully functional outside of the loose connector. The controller was in use when the reported event occurred. The most likely root cause of the loose connector may be due to inadequate thread locking adhesive used in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.